Event description:
It was called in to technical services on 8/11/11 that emi is causing oversensing with pacing inhibition on this ra lead. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).